Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A physician reported to bsc on 13 october, 2006 that a male patient (age unknown) underwent a therapeutic ercp on nine days earlier. He reported that during the procedure, he "pulled the sphinctertome in (the scope) to make adjustments, reintroduced the tome and noticed the wire was broken". The procedure was completed with another hydratome rx. It was reported that there was no harm to the patient.